Event description:
It was reported that a short was found in the clinac's collision detection override circuit. As a result of the short, the collision detection circuit was disabled. The purpose of the collision detection function is to detect a collision and disable further motion. The override function is provided for use by customers and service personnel for those particular circumstances where it is desired to operate the machine even though a collision situation has been detected. If a collision with a pt occurred while the collision detections circuits was in the override condition, serious injury or death could be a result.

Manufacturer narrative:
The purpose of the collision circuit is to detect a collision and disable further motion. If a collision with a pt occurred while the collision detections circuit was in the override condition, serious injury or death could be a result. Varian field service engineers discovered a short in the cable, affecting incoming collision signals on motherboard. The device was repaired and returned to operation. No pt injury occurred in this case. However, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. No additional follow-up to this MDR is expected.